Manufacturer narrative:
(B)(4). Additional information has been requested in order to progress with this investigation and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been requested and when received will be reviewed. Upon receipt of the devices at corin (B)(4), there were visible signs of cracking on the device. This device will be reviewed at corin.

Event description:
A unity tibial trial insert has cracked.

Manufacturer narrative:
(B)(4). Final report. No adverse event reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification. Upon receipt of the device at corin (B)(4) it was confirmed that the device had broken into two pieces. Corin were not notified of where this event took place or in what circumstances. A complaints trend analysis was conducted and this is the first report that corin vigilance have received whereby the device had broken into two pieces. Corin will continue to monitor trends relating to this or similar failure modes for the unity tibial trial insert and now consider this case closed.

Event description:
A unity tibial trial insert has broken into two pieces.